Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy electrode (te). Root cause investigation into the gel leak is underway. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrode in which gel had leaked. Follow up indicated that the rash was improving and the patient's physician instructed the patient to remove the lifevest for 2 hours a day to allow some relief.